Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain elaboration on the touchscreen issue experienced, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not functioning correctly despite calibration attempts. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the attempted touchscreen calibration not resolving the touchscreen issue, so the rse advised touchscreen replacement and provided the touchscreen part information to the customer.